Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Continued e.1 phone number: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "expander did not expand with additional injections, so we checked with an MRI and found that the expander was damaged and saline may leak from the back." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ valve leak and/or damage: observed an opening on anterior assessed as surgical damage. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Device has been explanted.